Manufacturer narrative:
Update to b1 and h6. After further investigation, it has been determined that the issue is a product problem. The investigation included testing of the actual and suspected device, review of production records, and trend analysis. An interoperability problem was identified, and the cause was traced to a manufacturing deficiency. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that there have been "multiple" incidents where the syringe is "un-swiveling from the manifold" prior to use on a patient for a "heart cath" procedure. The customer reported that a new syringe was obtained, and the procedures have been able to be completed. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there have been multiple incidents where the syringe is un-swiveling from the manifold prior to use on a patient for a heart cath procedure.